Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "signal loss" alarm while wearing an adc freestyle libre 2 reader and experiencing symptoms of hypoglycemia and seizure. The customer self-treated by consuming sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed signal loss alarms are due to low or not present ble rssi value. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
Customer reported receiving a "signal loss" alarm while wearing an adc freestyle libre 2 reader and experiencing symptoms of hypoglycemia and seizure. The customer self-treated by consuming sugar. There was no report of death or permanent injury associated with this event.